Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2017: quality-safety evaluation of ptc was received. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she had heavy bleeding and device migration (seen as device dislocation). The removal of micro-inserts was performed approximately 7 months after insertion. Both events are anticipated in the reference safety information for essure and serious due to medical significance. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be a dislocation/ migration, or occur as a result of uterine perforation. In the present case, the mechanism of device migration is not known. However, given the nature of this event, a causal relationship with essure cannot be excluded. Regarding the event heavy bleeding, after essure's insertion abnormal genital bleeding and menses pattern changes may occur. Since the event occurred after essure's procedure, causality was regarded as related. This case was regarded as incident due device removal was required. The product quality analysis concluded that as a defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration") and genital haemorrhage ("bleeding/ heavy bleeding") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient started essure. In 2011, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), headache ("headaches"), fatigue ("fatigue") and depression ("depression"). On (B)(6) 2011, the patient experienced procedural pain ("painful post-operative recovery following the surgery to remove the essure"). The patient was treated with surgery (essure removal on (B)(6) 2011). Essure was withdrawn. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain lower, headache, fatigue, depression and procedural pain outcome was unknown. The reporter considered device dislocation, genital haemorrhage, abdominal pain lower, headache, fatigue, depression and procedural pain to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms were mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2011: hysterosalpingogram result was full occlusion of fallopian tubes. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she had heavy bleeding and device migration (seen as device dislocation). The removal of micro-inserts was performed approximately 7 months after insertion. Both events are anticipated in the reference safety information for essure and serious due to medical significance. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be a dislocation/ migration, or occur as a result of uterine perforation. In the present case, the mechanism of device migration is not known. However, given the nature of this event, a causal relationship with essure cannot be excluded. Regarding the event heavy bleeding, after essure's insertion abnormal genital bleeding and menses pattern changes may occur. Since the event occurred after essure's procedure, causality was regarded as related. This case was regarded as incident due device removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration"), genital haemorrhage ("bleeding/ heavy bleeding") and hyperthyroidism ("hyperthyroidism") in a 33-year-old female patient who had essure (batch no. 787009) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included premature birth, miscarriage (six), multigravida (gravida: 14) and parity 6. Concurrent conditions included asthma, endometriosis, uterine bleeding, vaginal pain, vaginal odor and dizziness. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 1 day after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pain: abdominal pain"), weight increased ("weight gain") and pelvic pain ("pain: pelvic pain"). On (B)(6) 2011, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2011, the patient experienced depression ("depression"). On (B)(6) 2011, the patient experienced migraine ("migraines") and the first episode of headache ("headaches"). In 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hyperthyroidism (seriousness criterion medically significant), abdominal pain lower ("cramping") and the second episode of headache ("headaches"). On (B)(6) 2011, the patient experienced fatigue ("fatigue"). On (B)(6) 2011, the patient experienced procedural pain ("painful post-operative recovery following the surgery to remove the essure"). The patient was treated with surgery (laparoscopic - assisted vaginal hysterectomy (full)/bilateral salpingectomy) and surgery (thyroidectomy ((B)(6) 2015)). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, genital haemorrhage, hyperthyroidism, the last episode of headache, fatigue, depression, procedural pain, menorrhagia, urinary tract infection and weight increased outcome was unknown and the abdominal pain lower, vaginal haemorrhage, migraine, dysmenorrhoea, abdominal pain and pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, depression, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, hyperthyroidism, menorrhagia, migraine, pelvic pain, procedural pain, urinary tract infection, vaginal haemorrhage, weight increased, the first episode of headache and the second episode of headache to be related to essure. The reporter commented: since having the surgery, plaintiff¿s symptoms were mostly resolved. Per mr: the left tubal ostia were cannulated and with deployment of the device 2 coils could be seen. The right tubal ostia were cannulated and after deployment, 12 coils could be seenthe procedure was done successfully and she tolerated them very well. Surgical report: malposition of essure coil. Operative findings: anteverted mobile uterus approximately 8 weeks gestational size with good descent to the vaginal canal. Normal uterus, ovaries and fallopian tubes, no evidence of essure coil perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion on (B)(6) 2011, ultrasound revealed single fetus in cephalic presentation of estimated 35 weeks plus or minus 17 days gestational age. Diagnosis: (B)(6) 2011, surgical pathology report. Uterus cervix, hysterectomy and bilateral salpingectomy: - chronic inflammation and focal squamous metaplasia. -chronic endometris. - acute and chronic inflammation with reactive changes. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, device dislocation, weight gain, vaginal haemorrhage, abdominal pain, urinary tract infection and depression." Most recent follow-up information incorporated above includes: on 28-feb-2018: per pfs: the reporter information was updated. This case concerns 28 year old patient. Her demographic details were updated. Her historical condition and concurrent condition were added. Lab data was updated. Essure indication was amended. Essure removal date was added. Concomitant medication was added. Following events were added: abnormal bleeding (vaginal, menorrhagia), urinary tract infection, hyperthyroidism, migraines, headaches, dysmenorrhea (cramping), pain: abdominal pain, weight gain and pain: pelvic pain. She had recovered for the following events: pain, cramping, abnormal vaginal bleeding and migraine. On 28-feb-2018: per mr: her concurrent and historical conditions were added. Lab data was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration"), genital haemorrhage ("bleeding/ heavy bleeding") and hyperthyroidism ("hyperthyroidism/ autoimmune disorder type of disorder: hyperthyroidism") in a 33-year-old female patient who had essure (batch no. 787009) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included premature birth, miscarriage (six), multigravida (gravida: 14) and parity 6. Concurrent conditions included asthma, endometriosis, uterine bleeding, vaginal pain, vaginal odor, dizziness and overweight. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control as well as azithromycin (zithromax) since 2011, lisinopril since 2011, salbutamol sulfate (ventolin hfa) since 2011 and vitamin b12 (cyanocobalamin and analogues) from 2011 to 2012. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 1 day after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pain: abdominal pain"), weight increased ("weight gain/ weight gain / loss specify which one: weight gain") and pelvic pain ("pain: pelvic pain/ pain"). On (B)(6) 2011, the patient experienced urinary tract infection ("urinary tract infection/ infection (bladder/urinary tract/vaginal)type: urinary tract infection"). In (B)(6) 2011, the patient experienced depression ("depression/ psychological or psychiatric problems condition: depression"). On (B)(6) 2011, the patient experienced migraine ("migraines") and the first episode of headache ("headaches"). In 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping") and the second episode of headache ("headaches"). On (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced hyperthyroidism (seriousness criterion medically significant). On (B)(6) 2011, the patient experienced procedural pain ("painful post-operative recovery following the surgery to remove the essure"). The patient was treated with surgery (laparoscopic - assisted vaginal hysterectomy (full)/bilateral salpingectomy) and surgery (thyroidectomy (B)(6) 2015). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, genital haemorrhage, hyperthyroidism, the last episode of headache, fatigue, depression, procedural pain, menorrhagia, urinary tract infection and weight increased outcome was unknown and the abdominal pain lower, vaginal haemorrhage, migraine, dysmenorrhoea, abdominal pain and pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, depression, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, hyperthyroidism, menorrhagia, migraine, pelvic pain, procedural pain, urinary tract infection, vaginal haemorrhage, weight increased, the first episode of headache and the second episode of headache to be related to essure. The reporter commented: since having the surgery, plaintiff¿s symptoms were mostly resolved. Per mr: the left tubal ostia were cannulated and with deployment of the device 2 coils could be seen. The right tubal ostia were cannulated and after deployment, 12 coils could be seen the procedure was done successfully and she tolerated them very well. Surgical report: malposition of essure coil. Operative findings: anteverted mobile uterus approximately 8 weeks gestational size with good descent to the vaginal canal. Normal uterus, ovaries and fallopian tubes, no evidence of essure coil perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. On (B)(6) 2011, ultrasound revealed single fetus in cephalic presentation of estimated 35 weeks plus or minus 17 days gestational age. Diagnosis: on (B)(6) 2011, surgical pathology report - uterus cervix, hysterectomy and bilateral salpingectomy - chronic inflammation and focal squamous metaplasia -chronic endometris - acute and chronic inflammation with reactive changes. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, device dislocation, weight gain, vaginal haemorrhage, abdominal pain, urinary tract infection and depression." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2018: quality-safety evaluation of ptc. On 5-jul-2018: concomitant disease and concomitant drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.